Event description:
It was reported that during a ptca/stent procedure, there was difficulty crossing the lesion in the proximal right coronary artery which was moderately to heavily calcified. An attempt was made to cross the lesion with the sds, but the stent separated and the elastic member stretched. The separated stent was retrieved with a snare wire. Reportedly, there was no pt injury.